Manufacturer narrative:
As reported, the capsure device deployed two fasteners at a time. Evaluation of the returned sample could not reproduce the reported event as the device was found to deploy as intended with no anomalies. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure while fixating the mesh, the capsure device fastener does not come out and when it did the device deployed two fasteners at a time. There was no patient injury.